Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "blue screen on boot up" (no display or display failure). The nurse reported a blue screen displayed during boot up. The system was rebooted, but the blue screen would not clear. Six cases were canceled. None of the pts were prepped. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed problem reported. The host module was replaced. The system was then tested and met all product specifications. The host module has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).